Event description:
Healthcare professional reported a lap-band "broken tubing" and "leak/break in tubing." The event was first noted when the patient reported "sudden loss of satiety." The "broken tubing pieces" were explanted.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Manufacturer narrative:
Medwatch sent to FDA on 06/11/2013. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The device analysis noted that the band tubing, at various sections, was broken with striations consistent with surgical cuts to remove the device, in addition to a sharp breakage that was also noted on another section of the band tubing. The analysis also noted a sharp (unidentified tear) opening in the band tubing. No additional information has been reported to allergan regarding the serial number of the device.

Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connecter type as taper ii. Visual inspection noted scratches on the returned port, and a piece of band tubing was received separated from the ss connector. Two superficial cuts were observed on the taper near the port. Leak testing was performed and observed no leakage of the access port. A fill test was performed and no blockage was observed of the access port. The tubing piece returned with the port was noted to have a hole that was approximately 1.0 x 1.5 mm. One open end of the tubing piece was found to have striations. The other open end of the tubing piece appeared rough, and appeared to be missing material.